Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received signal too low alarm and unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer stated that the signal too low alarm did not occur during the prime sequence. The self test was passed by insulin pump. The insulin pump will be returned for analysis.